Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted tones and exhibited a shock impedance measurement of 30 ohms. The patient had previously received an inappropriate shock. Technical services (ts) reviewed the episode in which noise, oversensing a shock impedance measurement of 1 ohm was observed. The patients work entailed performing many body motions of pushing and pulling. Ts noted the primary and secondary vectors were flat and recommended immediate replacement. Chest x rays were obtained which confirmed electrode migration, and the device therapy was programmed off. The system will be replaced in the near future. At this time, the s-ICD remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.